Event description:
It was reported that this right ventricular (rv) lead failed defibrillation threshold (dft) test during implant. The physician will try and move the coil as apical as possible or try a dual coil if dft test fails again. Furthermore, the physician went straight to dual coil and the dft was successful. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.